Event description:
It was reported that during an unknown procedure, the device was fired to transect the upper lobe bronchus. Approximately b-shaped staples on the stump side were malformed and protruding and 4-5 remained. The protruding staples were cut with scissors. Additional suturing was performed on the stump using suture material. The doctor wondered whether the tension applied during transection may have caused the issue. To avoid the pa, the bronchus was pulled slightly during transection. However, the doctor stated that excessive tension had not been applied. The device was used in the usual manner, yet this event occurred. The patient was female, and there are currently no issues with her condition. The cartridge color was black. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 6/16/2026 d4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is meant by ¿protruding staples¿? When it says, ¿b form staples on stump side of malformed¿, was this the outer most row or was it the 3-dimensional staples having a different form then the b shape staples? Were the protruding staples coming from the crossing staple line? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.